Manufacturer narrative:
Software issue.

Event description:
The customer reported the ECG is dropping qrs complexes. According to the customer, the right screen (live) will not drop the qrs from the EKG, but it frequently will have an elongated qrs. The left screen (switch) will have dropped qrs¿s frequently. Further stating, that it occurs especially right after hitting ¿switch¿, but continues to drop very frequently as long as the left screen displays the EKG. No adverse event involving a patient or user was reported by the customer.